Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (63 mg/dl). Customer stated they set the basal rate without guidance from their health care professional and believe they set the basal rate too high. Customer drank orange juice to bring bg levels back to target range.